Manufacturer narrative:
(B)(4). Event date: unknown, captured as awareness date. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: were the any difficulties with the device intraoperatively to include staple formation no. Was there an alleged deficiency with device that led to the leak or were there patient factors? There is no deficiency with device during the procedure. Dr suspected that there was any of the device deficiency, because the leak occurred in 3 cases. Can surgeon elaborate on what made it a difficult case? Dr didn't tell the sales lep additional details. What is the timeline of event? Dr didn't tell the sales lep additional details." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after semi-open colectomy, leakage occurred. The patient fevered and the leakage was found. The drainage was placed, and currently on follow-up. At the initial operation, the device was used on fee, and the staple height of 1st firing on side-to-side anastomosis was gold, 2nd firing on closure was green. The bifurcation part, closed end, and the overlapping staples were reinforced with the suture. The device was used on the colon. No further information is available.